Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien xt case by tf approach in the aortic position, while pushing the valve through the esheath, it became stuck and could not be pushed further. The delivery system and valve were removed and a new esheath was placed. The second valve was successfully implanted. As per preliminary evaluation, the sheath liner is significantly torn with material of the liner appearing shredded.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the sheath was fully expanded. The liner was torn from approximately 2.4¿ from the distal tip through to the strain relief. There were two noticeable strands of liner with some additional minor shredding. The liner strands appeared to be hanging but were still adhered to the main liner. Minor distal tip damage was observed. Additionally, sheath shaft kinks were seen approximately 4.7¿ and 8.5¿ from the distal tip. Due to the returned condition of the device, no relevant functional testing was able to be performed. The liner thickness was measured along the length of tear (along length of sheath shaft) and along the two liner strands. Thicknesses deviating from the specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Due to the nature of the tear along the sheath shaft, thickness was only measured along one side of the tear. The liner thickness was found to be within specification at all measured locations. The lot number of the device was not provided, as such a DHR review was unable to be performed. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ liner torn¿ were confirmed through visual inspection. However, no manufacturing non-conformances were identified in the returned devices. The manufacturing inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaints. Based on visual and dimensional inspection and review of the complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the esheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Patient factors can influence the forces required to insert the delivery system through the sheath. As noted in the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. It is unclear to what degree of tortuosity and calcification the access vessels had, though it was noted that the patient had ¿normal¿ tortuosity and calcification. Procedural images were not provided. The shredded appearance of the sheath liner likely occurred due to the valve struts grabbing onto the liner upon insertion as caused by a tortuous environment (non-axial insertion through the sheath). Other procedural factors such as improper flushing/wetting of the devices and incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile) can result in resistance during insertion. Similarly, factors that can cause damage to the liner include a tortuous and calcified patient anatomy along with incomplete deflation of compatible balloon device prior to removal. It is likely that the two events (liner tear and resistance with delivery system) are related in that the resistance during delivery system insertion through the sheath and subsequent retrieval caused the liner tear. Available information suggests that patient and/or procedural factors may have contributed to the reported events. However, a definite root cause could not be determined. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, fmea assessments are not required. Additionally, since no manufacturing non-conformances were identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Review of complaint history revealed that the occurrence rate for the trend category ¿resistance between devices¿ exceeded the october 2017 control limits. Although the complaint was confirmed for ¿sheath shaft ¿ resistance with delivery system, bc¿, no manufacturing non-conformance was present observed on the returned device. A review of complaint history revealed that no product nonconformances or IFU/training manual deficiencies have been identified and the root cause can likely be attributed to patient/procedural factors, as such, a pra escalation is not required. The occurrence rate for the trend category ¿damaged¿ did not exceed the october 2017 control limits; therefore, no corrective or preventative actions are required.